Event description:
It was reported that a user experienced difficulty charging the ilet device on a wireless charge pad, with a steady green indicator on the pad; after adjusting the device¿s placement, charging resumed, and the user also reported a low glucose episode at 65 mg/dl that resolved with glucose returning to 84 mg/dl. Customer care provided support that included customer communication and troubleshooting. Investigation of this case revealed the device functioned as expected after proper alignment on the charge pad. No clinical symptoms associated with hypoglycemia reported. Outcomes included no injury and no medical intervention beyond self-management. It was concluded that no device malfunction was confirmed and that user technique was a likely contributor to the charging issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.